Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which part of the device broke? Did the broken component become completely detached from the device? If yes, was the piece retrieved? Is the device (and all components) available for return? If yes, please provide the name and address for the shipper kit? The jaw broke off completely. It was retrieved and will be returned.

Event description:
It was reported that during a colorectal procedure, the device broke upon closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw detached returned and the I-blade upper tip was broken off and not returned. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.